Event description:
The heel warmer was squeezed by the nurse and it exploded. Purple chemical coated her left forearm and middle of abdomen. This facility has had approximately 8 such events with this device type over the last month. Staff and patient were not harmed in this event. Packaging was intact prior to use of the device.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.